Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported to the manufacturer representative (rep) that their ins charges but goes dead very quickly within a few minutes or by the end of the day. It was reported that this had been happening for approximately the past six plus months (since (B)(6) 2020 timeframe). The ins was currently dead and the rep did not have the ability to check the system to see what could be causing the quick drain of the battery or check impedances. The rep stated that the patient was implanted with the ins in 2015 and they had not seen them until now. According to the rep, they were not aware of any overdischarge events. The patient had chosen to move forward with a battery replacement with the newer ins battery model. Further discussion with the healthcare provider (hcp) would follow after the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the cause of rapid battery depletion was not determined as patient had elected for a replacement rather than a jump start of the ins. The patient's weight was unknown and unavailable. The replacement was performed on (B)(6) 2020. The explanted device was discarded by the customer.